Event description:
The customer reported that the ventilator alarmed and went vent inop due to a data acquisition pcb adc failure. The customer reported the device was not in use on a patient . A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer to evaluate the data acquisition pcb board for the reported problem. The biomedical engineer stated that he replaced data acquisition board and the issue was resolved. The unit is now back in service.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Out of warranty; no request for mnf serv.